Event description:
It was reported that the patient never had therapeutic effect. It was reported that since the patient's last refill, the patient developed lower extremity weakness, loss of sensation. The patient fell several times and an ambulance was called twice. The patient also experienced leg numbness and burning sensations. It was reported that the patient's pain was worse than before, and the patient is using a cane now, which he did not use prior to implant. The patient continues to take oral pain medications. No patient treatment or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Refers to catheter.